Manufacturer narrative:
The customer¿s report of cracked female luer was confirmed. During inspection, a 0.597-inch long crack was detected on the female luer. There were no other damages or any issues found with the set. The female luer was inspected under magnification to determine if any stress marks were present; no stress marks were identified. Functional testing confirmed fluid leaked from the crack on the female luer. The cause of the leak was identified as a crack female luer.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a cracked female luer while infusing. There was no report of patient harm.